Manufacturer narrative:
The reported event could be confirmed, since the locking screw was returned severely damaged at the locking thread. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate alignment of screw during insertion. Damage is consistent with abrasion against a hard material. Visual inspection of the returned device revealed severe damage to locking thread of locking screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "variax clavicle surgery was performed on (B)(6) 2019. When the surgeon tried to lock the locking screw to the hole of the plate, it did not lock. He exchanged the screw to the new one. The second screw was able to locked to the plate." Procedure was completed successfully with no adverse consequence or surgical delay reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "variax clavicle surgery was performed on (B)(6) 2019. When the surgeon tried to lock the locking screw to the hole of the plate, it did not lock. He exchanged the screw to the new one. The second screw was able to locked to the plate." Procedure was completed successfully with no adverse consequence or surgical delay reported.